Event description:
Per the audiologist, the patient could not hear sound at the initial activation of the device. The results of a CT scan indicate the electrode array was not placed in the cochlea.explant and reimplantation is planned but had not taken place at the time of this report october 7, 2009.